Manufacturer narrative:
Investigation results will be provided in the final report.

Event description:
It was reported that the patient presented at a follow-up in clinic. The implantable cardiac monitor protruded through the skin and was visible. The physician pinched the skin around the device and removed the device by-hand. The patient experienced no adverse consequences.

Manufacturer narrative:
As received, an implantable cardiac monitor was returned above normal eri. Testing on the bench revealed no anomalies. The reported event of erosion was not confirmed in the lab.